Manufacturer narrative:
The explanted rods were not returned for evaluation. Radiographic imaging was not provided. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Any required fields left blank were not known at the time of submission.

Event description:
A patient underwent a surgical procedure on (B)(6) 2021. Approximately eight months postoperatively, the patient reported hearing two loud popping sounds while standing. Shortly thereafter, the patient began experiencing pain. Radiographic imaging revealed fractures through both rods at the l4-l5 level. The patient subsequently underwent revision surgery to remove the fractured hardware.